Manufacturer narrative:
The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving the controller not sounding the "no power" alarm when both power sources are disconnected can be attributed, but not limited, to a faulty internal nickel-metal hydride (nimh) battery and/or due to a faulty internal component. A possible root cause of the reported inability of power port two (2) to communicate to a power source, can be attributed, but not limited, to a connector failure, a wiring failure, and/or due to a printed circuit board (pcb) failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a no power alarm on the controller. It was noted that the sources were securely connected to the controller, the no power alarm failed to sound when all power was disconnected, and the mute button was able to silence the alarm. It was reported that battery port two of the controller does not work. The controller was exchanged. No patient complications have been reported as a result of this event.